Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. This report is submitted on august 13, 2021.

Manufacturer narrative:
This report is submitted on july 19, 2021.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.